Event description:
During follow-up with the physician, information was received that the increase in seizures were not related to vns and felt that the patient was on too much onfi medication which was causing the increase in seizures.

Event description:
It was reported that the patient was being referred for battery replacement. Clinic notes for the patient were received indicating the patient was having an increase in seizures in which is could be caused by either illness, increase in medication or vns battery reaching near end of life, although the device was interrogated and found to be functioning normally. It was indicated that the device appears to be delivering normal current and patient does feel her magnet stimulation when using the magnet. At this time it is unclear what the cause of the increase in seizures is and its relation to vns. Information was later received the patient received a battery replacement due to battery depletion. The facility the surgery took place does not return explanted devices, therefore product analysis cannot be performed on the device. No additional relevant information has been received to date.